Event description:
The siemens medication administration charting -mac- system uses barcoding to confirm the identity of the patient and medication. When the nurse scans the patient's armband barcode, the scanner beeps and screen displays whether it is the correct patient or not. The sound of the beep is the same whether it is a "correct patient" scan or it is an incorrect patient. There should be different sounding beeps to help the nurse realize whether it is a correct patient or an incorrect patient.